Manufacturer narrative:
Results of investigation: the suspect device was not returned for investigation. Vyaire medical was unable to established the exact root cause but most likely, it is due to a defective o2 pressure regulator. The restriction of the p2 regulator hole caused by injection molding deburrs during manufacturing. Vyaire medical initiated inspiratory block and o2 cell replacement. Unit worked according to manufacturer specifications.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the bellavista 1000 us alarmed 388- no o2 (oxygen) dosing possible, o2 supply fail with bad o2 sensor. The issue occurred during patient-use that lead to low oxygen saturation, the device was replaced with another ventilator.